Event description:
On (B)(6) 2011 customer reported that she brought the lh750 slidemaker out of shutdown and observed a leak below the dispense probe. Customer was unable to reach the area to troubleshoot and requested service. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and performed multiple troubleshooting tasks associated with waste build up. Ultimately, replacement of partially plugged quick-disconnects qd1 and qd2 resolved the problem. Fse verified repair per established procedures and results met published performance specifications.

Manufacturer narrative:
Plugged quick-disconnects. (B)(4).